Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-10800 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported the caller said that the patient would mow their 10 acres, which would take about 2 hours on their riding lawn mower, and when they got off they would have really bad spasms until the next day. Patient went to the doctor and the doctor told them to call patient services. Patient checked their device and the therapy was still on. Patient services told the caller the emi from the mower could possibly be affecting their symptoms or it could be just from the stress of mowing. They didn't know the cause of their symptoms. Patient services told the caller to monitor the symptoms. There were no further complications reported.